Manufacturer narrative:
"Investigation summary: integra syringes in fully sealed blister packs from batch 7348698 (p/n 305283) were received and evaluated. No visual defects were observed. All 191 syringes were tested for leakage with no defects observed. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect."

Event description:
It was reported that a syringe integra 3ml ll leaked during use. The following was reported by the initial reporter: "per phone call: health professional reports that syringes are leaking. Date, qty, and further details of leakage not available."